Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had leak from ICU ceil. The customer requested an engineer to inspect the equipment prior to use. There was no patient involved.